Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stated "inactivity for 2 min" and the rate was decreased to 2cc/hr instead of 6cc/hr without anyone at the bedside touching the pump. The pump was then removed from the bedside and the infusion continued on a new pump. The reported problem was found in the neonatal intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation confirmed the reported condition through a review of the event history log. For the therapy in question, it was found at timestamp 16:59 that the infusion rate was updated to 6ml / hour. At timestamp 21:03, the pump alarmed "infusion complete!" And then defaulted to the kvo (keep vein open). At timestamp 21:04, the user stopped the infusion and at timestamp 21:06, the inactivity alarm occurred. At timestamp 21:59, the user cleared the inactivity alarm and confirmed a rate decrease to 2ml / hour. The activities in the history log indicate that the user programmed and confirmed the reported rate change. The device was found to be functioning as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.